Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.

Event description:
In 2006, a physician successfully deployed an emboshield into the left internal carotid artery/common carotid artery. Pre-stent dilatation was performed with another brand of balloon. The xact stent was positioned and deployed successfully. Post-stent balloon dilatation was performed with another brand of balloon. The emboshield was successfully retrieved. Hemostasis was successfully achieved with a perclose proglide closure device. The patient experienced transient hypotension post-dilatation with systolic blood pressure (sbp) dropping to 60-70 mmhg. She became unresponsive briefly "probably secondary to global ischemia to the dominant hemisphere secondary to hypotension." She responded to a neosynephrine bolus and continuous infusion, as her sbp reached 90-100 mmhg. She was maintained on a neosynephrine drip for 3-4 hours and observed in the intensive care unit. Once the blood pressure stabilized, the neosynephrine was discontinued and the pt was transferred to the close observation unit for further observation. The pt was discharged home in 2006.